Event description:
A report was received that the patient was having charging difficulty the ipg. The angle of the ipg was in a bad position and the patient had a non-device related surgery where an ablation tool was used. The patient underwent an ipg replacement and was reportedly well after the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. The ipg was successfully charged. The battery discharge and sleep current rates were within expected ranges. The device passed all required tests and exhibited normal device characteristics.